Manufacturer narrative:
An event regarding malposition involving an unknown shell was reported. The event was confirmed following a review by a clinical consultant. Method and results: device evaluation and results: not performed as the reported device remains implanted. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted: the principal problem is cup malposition leading to recurrent dislocation requiring a revision procedure. Conclusions: a review by a clinical consultant concluded that cup malposition with low effective inclination of 32° and low cup anteversion through inappropriate use of hooded liner together with a protruding cup rim into joint space due to large cup size and use of a skirted femoral head have contributed to hip instability with recurrent dislocation requiring revision. If further information such as device lot details and/or the device becomes available this investigation will be re-opened. Product surveillance will continue to monitor for trends. Remains implanted.

Event description:
Patient was revised due to two dislocations. The most recent last february. The revision was done to increase stability. Update: per clinician review, "the principal problem is cup malposition leading to recurrent dislocation requiring a revision procedure."